Event description:
When removing the hip positioner after the case it ws noted that the posterior post was bent and was protruding into the pt r buttock. Tissue was reddened with white indentation but no breakdown noted at that time. Area was 4" x 4".